Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the "2" button on the pump touchscreen was intermittently unresponsive. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information to tandem technical support regarding this issue and continued to use the pump for insulin therapy.